Manufacturer narrative:
During evaluation of the sample, it was observed a crease running from the anterior to the posterior aspect. Within the crease, a tear was observed in the anterior view measuring approximately 0.1 cm. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 475cc breast implants and experienced bilateral deflation. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 460cc, catalog number 3503460, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2019. This report is for the right side.